Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a bd error message. A request was made to have data from this device analyzed. However the device had reached end of life (eol) status so data was not able to be analyzed. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time, with the reporting health care professional (hcp) indicating a replacement would not be scheduled due to the patients poor health. No adverse patient effects were reported.